Event description:
Customer alleged that they are continuing to get intermittent staining on towels used to wipe the exterior of scopes, after processing in the aer. Customer reported one incident of staining caused by fluid coming from inside a scope. The customer stated that the scopes were not used on pts. The asp field service engineer (fse) went to the facility to asses the unit.

Manufacturer narrative:
The unit was evaluated at the customer's site. The fse tested all functions of aer system. The fse was unable to duplicate any issues with aer functionality. The fse tested the customer's tubing sets and found two blocked channel connectors. These blocked connectors could most likely cause the staining issues observed by the customer. The fse recommended that the customer replace the connectors with new connectors and periodically test all connections for proper function. The fse ran an empty test cycle. The fse verified that the system meets specifications. The fse performed reset to all parameters and informed customer of reset.